Manufacturer narrative:
Service provider reported having received report from the end-user that as he was traversing across his property at speed, the device allegedly stopped causing the end-user to lose his balance and fall out of the seating to the ground. It was reported the ensuing fall resulted in the end-user fracturing his right tibia. Service provider reports having contacted permobil technical support to assist in isolating the potential cause. Through this evaluation, it was determined there was a loss of signal from the joystick to the main power module via a broken wire/s internal to the joystick cable. With this break, the power module can no longer receive an input signal from the joystick and will bring the chair to a controlled stop. The service provider described the end-user as being a very active outdoor user, primarily using the device over rough, uneven terrain at full speed. The service provider noted having instructed the end-user numerous times over the years of the need to wear the positioning belt whenever they are operating the device, but the end-user did not. The end-user relayed to the service provider that he would be using the belt in the future. Service provider reports having replaced the affected joystick with one he had in stock. It is reported the device was tested with no further issues being noted and returned to the end-user. The suspect component was unintendedly discarded in the field by the service provider prior to reporting the incident to permobil. It is unclear as to the possible root cause of the failure, but is being speculated the failure may connected with the end-user's environment and driving habits. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming as the end-user was across his property, the unit stopped causing the end-user to loose his balance and fall out of the seating on to the ground. Reports are the end-user suffered a broken leg as a result of the fall.